Event description:
It was reported that during a coronary stent procedure of a 90% stenotic lesion in the proximal lad, difficulties were encountered removing the catheter. The physician had successfully stented the proximal lad, however, was unable to cross the stent with another MFR's wire. The maverick monorail was advanced on the wire and was unable to cross the previously placed stent. Resistance was encountered upon removal and the catheter was forcibly removed. Upon removal, it was noted that the tip of the catheter was stretched. Pt status is listed as "good."